Event description:
It was reported that the sv300 ventilator stopped cycling on a patient. Patient was taken off the ventilator, bagged and ventilator was swapped out. Ventilator was taken to the biomed department where it was discovered that there was a piece of copper ground spring underneath the 1607 pcb. There was no patient injuries.